Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were replaced due to unstable thresholds and episodes with loss of capture. The ipg was explanted and replaced, and the rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Ventricular capture management weekly trend data shows threshold varied from 0.875v up to 1.75 v prior to capture management being programmed off the week of 2015-09-30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.